Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead, ubd: 13-nov-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that when they went in for their battery replacement surgery, they were told that the leads had migrated to the left side. Caller stated the mdt rep had the fluoroscopy photos on his phone that showed the wires were all the way over to the left side. Caller stated the leads were not readjusted at the time of the battery replacement. Caller stated they think that something "hanky" was going on with gcoand the rep and felt that they were deliberately charging for another service that the rep already knew about because they had the pictures on his phone. Caller stated the stimulation only works on their left leg between their crotch and knee and wasn't doing what it needed to be doing because of the migrated wires. Caller stated they let the implant die out of frustration and haven't used it in a long time. Caller stated they felt they were being manipulated into doing something that as far as they were concerned was illegal. Caller is now working with dr. Amit patel and stated they're going to have to undergo another surgery to have the leads adjusted and now has to worry about additional scar tissue. Agent documented reported information. Caller to continue follow up care with hcp as planned. Caller did not know the name of the mdt rep. =rep reported that if anything, one lead may have moved down 1/2 of a contact. Patient reported they were getting good relief when the prior ipg was working. Rep had no recollection of placement of the leads to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated previously stated information. The patient also noted they did not receive any relief from the implant. Pt said they were shown fluoroscopy images on phone by rep. And the rep. Said "don't worry, your stimulation is still working." Pt said therapy was not working. Pt mentionedthe spinal cord stimulator(scs) was electrocuting left knee, but nothing else in their body. Pt said they could have had the scs adjusted, but refused to.